Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 03.043.033s. Lot number: 10297952. Release to warehouse date: 25.jan.2022. Expiration date: 01.jan.2027. Supplier: (B)(4). Manufacturing site: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with a tna. The surgeon attempted to use the depth gauge through the sleeve in question for nail measurement. However, the sleeve was crushed by the patella and the depth gauge would not pass through. An outer sleeve for etn was used instead, and the procedure was completed successfully with no surgical delay. There was no adverse patient impact. No fragments were generated. No further information is available. This report is for a protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for (B)(4).